Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the ups of the sorin s5 system did not charge to 100% during a demo. There was no patient involvement. A sorin group field service representative replaced the power sypply, batteries and switching card but was unable to repair the ep pack. A new ep pack was installed to resolve the issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the ups of the sorin s5 system did not charge to 100% during a demo. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of manufacture provided in the initial report was incorrect. The correct date of manufacture is 10/01/2015.